Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation.   The device was started up at 12:16:43 on (B)(6) 2022. From 14:01:18 to 20:37:12, an arrhythmia was detected thirty-nine times. ECG shows af with rvr from 150-200 bpm with varying amplitudes, varying hr, and nsvt. The rhythm then transitions to af with rvr @ 150 bpm with varying amplitudes, varying hr, sinus rhythm, and nsvt. The rhythm then transitions to sinus rhythm @ 90 bpm with pac's and pvc's. The rhythm then transitions back to af with rvr @ 150 bpm with varying amplitudes, varying hr, and nsvt and sinus beats. The rhythm then transitions to sinus rhythm @ 80 bpm with pac's transitioning back to af with rvr from 150-200 bpm with varying amplitudes, varying hr, sinus rhythm, nsvt, and motion artifact. From 20:56:48 to 21:12:17, asystole was detected nine times. ECG shows sinus rhythm @ 70 bpm abruptly becoming asystole with intermittent cardiac activity. The rhythm transitions into severe bradycardia @ 20 bpm degrading to asystole with intermittent cardiac activity, then asystole with CPR/motion artifact. From 21:23:28 to 21:27:01, an arrhythmia was detected five times. ECG shows asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead fall off. At 21:30:10, the patient received a non-lifevest defibrillation. The rhythm at the time of treatment was electrode fall off. The post shock rhythm was electrode fall off. The device was shut down at 22:47:37 on (B)(6) 2022. Per holter monitor the patient was in asystole with CPR/intermittent cardiac activity. The rhythm then degraded to vf with varying amplitudes and CPR/motion artifact. The rhythm then slows to an idioventricular rhythm @ 10 bpm with CPR/motion artifact. The rhythm then degrades to asystole with CPR/motion artifact/electrode lead fall off. Vf was properly detected by the lifevest. Varying amplitudes and CPR/motion artifact prevented the lifevest from treating the patient. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.